Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 5 years after primary cruciate retaining tka the patient needs revision, suspected infection, then proved negative. The original tibial component is, at the time of revision, in suboptimal position, we do not know whether the component migrated in time or was original placed in this position. The exchange to a hinge prosthesis also suggest a progression of the disease, possibly involving collateral ligaments. We do not see any reason to suspect a faulty device. Batch review performed on 20 march 2019: lot 103345: (B)(4) items manufactured and released on 14-dec-2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved (not registered in us): gmk-primary 02.07.2301r femur std cementless size 1 r, lot 091651: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient presented with dissatisfaction and instability of the knee 4 years and 11 months after primary surgery. Surgeon was concerned around infection, so he decided to remove the knee. Intra operatively he found out that infection was negative. An hinge knee was implanted.